Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. The lens haptic tore upon insertion into the eye. The incision was enlarged to removed the lens and a suture was required to close the wound. The cause of the lens tearing was due to loading.